Event description:
It was reported to boston scientific corporation that a captivator endoscopic mucosal resection device was used during a gastroscopy with emr procedure on (B)(6) 2015. According to the complainant, there were no issues during the first resection performed using this device. The physician then attempted a second resection. The tissue was suctioned into the captivator emr band ligator cap and a band was deployed, then the physician used cautery to cut the pseudopolyp using the captivator emr snare. After the device was removed the physician noted that the ligator cap had perforated the tissue. The perforation was treated using 5 clips and the procedure was completed. The patient was kept in intensive care for observation for a couple days but was noted to be okay.

Manufacturer narrative:
Visual examination of the returned device noted residue present on the components indicating use/handling. Examination of the emr bander handle assembly found no defects; the suture was intact and attached to the trip wire loop. A functional evaluation of the emr bander handle was performed by turning the knob 120 degrees and an audible click was heard; a deployment feedback was felt as expected. It was noted that all six bands had been deployed with four bands returned; the bands did not present any issues. The distal edge of the ligator head was noted to have no defects. Visual examination of the returned captivator snare handle and catheter found no defects. The captivator snare loop was found to be bent and the loop width measured 11 mm; which is less than the specification. No manufacturing defects were noted with the snare, and the loop appears to have been properly formed. Based on the condition of the returned device, the bent loop was likely due to procedural factors. In addition, the directions for use supplied with this device lists perforation as a potential adverse event. Therefore, the most probable root cause classification is anticipated procedural complication.

Event description:
It was reported to boston scientific corporation that a captivator endoscopic mucosal resection device was used during a gastroscopy with emr procedure on (B)(6) 2015. According to the complainant, there were no issues during the first resection performed using this device. The physician then attempted a second resection. The tissue was suctioned into the captivator emr band ligator cap and a band was deployed, then the physician used cautery to cut the pseudopolyp using the captivator emr snare. After the device was removed the physician noted that the ligator cap had perforated the tissue. The perforation was treated using 5 clips and the procedure was completed. The patient was kept in intensive care for observation for a couple days but was noted to be okay.

Manufacturer narrative:
The complainant was unable to provide the lot number for the captivator endoscopic mucosal resection device. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. However, the lot number for the captivator emr band ligator, which is a part of the kit for the captivator emr device, was reported to be 17777130. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.